Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4493 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported leaking at the extension leg near hub. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.